Event description:
The pt reported, the self adhesive of the infusion set headset was wet and she believes the infusion set is leaking. The pt did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report. No product will be returned for eval.